Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the patient had two catheter repair surgeries in 2014. No further information was provided related to these repair surgeries. Refer to manufacturer report # 3004209178-2014-09746 for the previously known reported catheter replacement event in 2014. The reason for the repair surgery, patient symptoms, troubleshooting, what medications were within the device or patient outcome were not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.